Event description:
Customer called to report low blood glucose levels. It was reported that there is a black circle on the screen of the customer's insulin pump that will not clear. Customer's blood glucose reading was 30.6 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).